Event description:
It was reported that during the stent procedure in celiac curve through common femoral access, the stent graft allegedly dislodged within the introducer sheath from the balloon delivery system. Another device and same sheath was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned to the manufacturer for evaluation. The stent was returned on the balloon positioned over the proximal marker band. It was dislocated by 4.5mm towards the proximal bond. The investigation is confirmed for the reported dislodgement issue. The definitive root cause for the reported dislodgment issue could not be determined based upon information. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 (expiry date: 12/2022),g4. H11: h6 (patient, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during the stent procedure, the stent graft allegedly dislodged within the introducer sheath from the balloon delivery system. Another device and same sheath was used to complete the procedure. There was no reported patient injury.